Event description:
It was reported a patient experienced peritoneal cloudy effluent coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the cloudy effluent was unknown. On an unreported date, dianeal therapy was temporarily withdrawn. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome for this cloudy effluent event was not reported. No additional information is available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The patient was reported to be (B)(6). It was reported during follow up that the patient experienced peritonitis previously reported as cloudy effluent and was hospitalized for the event on the same day as onset. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) and peritoneal lavage for the event. The patient recovered on (B)(6) 2014 from this peritonitis event. Pd therapy was ongoing at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.